Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was frozen on the lock screen. Customer's blood glucose was 313 mg/dl. The pump was replaced to address the issue.